Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. The following sections could not be completed due to the part/lot information could be: category number - 11-173662, lot number - 518320, expiration date - jul 31, 2015, manufacture date ¿ jul 13, 2005; category number - 11-173662, lot number - 911100, expiration date - dec 31, 2016, manufacture date ¿ dec 11, 2006; category number - 11-173663, lot number - 024510, expiration date - aug 31, 2016, manufacture date ¿ aug 7, 2006; category number - 11-173661, lot number - 995250, expiration date - jul 31, 2016, manufacture date ¿ jul 31, 2006; category number - 15-105054, lot number - 773380, expiration date - feb 28, 2016, manufacture date ¿ feb 16, 2006; category number - 15-105056, lot number - 980090, expiration date - aug 31, 2016, manufacture date ¿ aug 17, 2006; category number - 15-105058, lot number - 199670, expiration date - sep 30, 2016, manufacture date ¿ oct 2, 2006; category number - 15-105048, lot number - 351650, expiration date - jul 31, 2015, manufacture date ¿ jul 14, 2005. Biomet is in receipt of 8 mismatched explants without patient identification. Biomet is unable to associate specific patient with this report. Examination of returned devices found no evidence of product non-conformance. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lots released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.